Event description:
"Stiff guidewire during placement of stent. Patient had to have a (perc) later that day."

Manufacturer narrative:
Investigation summary: one stent, two positioners and a guidewire were returned. The stent was jammed onto the kidney end of the guidewire which was not an applied product. The bladder end of the stent, where the positioner contacts it, had buckled. The two positioners, at the tips, had similar buckling. The stent also had a crimp mark near the 1cm marking. Removing the stent from the guidewire revealed separation of several guidewire coils. The damaged area of the guidewire and the crimp mark on the stent overlapped perfectly when the two components were assembled coaxially. A review of the manufacturing records of lot 1055441 revealed no unusual events during construction; all stents had passed all quality controls. Given the absence of detailed information surrounding the clinician's experience, the following analysis is conjecture but seems reasonable. Guidewires are placed through cystoscopes. The typical cystoscope has a rigid leading edge that, under certain conditions, can kink or damage the guidewire during insertion. This isn't necessarily noticeable and the damaged guidewire can still be properly positioned in the patient. Next, the stent must be placed over that part of the wire still outside the patient. However, the stent is wet and slippery which makes it hard to hold onto. Under these circumstances, it may be tempting to use a hemostat to grasp the stent and slide it over the wire. This would explain the crimp marks on the stent's outer surface. Provided the crimp is not severe and the guidewire intact, final placement in the patient can still be accomplished. This is done with the positioner. The next step of the procedure involves extracting the guidewire while holding the stent in place with the positioner. However, once the damaged area of the guidewire reaches the "crimp" in the stent, the two components lock together and extraction becomes difficult. Repeated traction on the guidewire will only result in buckling the stent and positioner. Eventually, the only choice is to extract stent, guidewire and positioners as one. While the scenario described above is plausible, it is also conjecture. Therefore, the root cause of the clinician's experience cannot be definitively identified.